Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that this dissolution unit mixer had a solenoid fill valve that caught on fire. The biomed was requesting the part number for a replacement fill valve, as well as the part number for a recirculation motor. Ts provided part numbers for the fill valve, the fill valve cable, and the recirculation motor. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that this dissolution unit mixer had a solenoid fill valve that caught on fire. The biomed was requesting the part number for a replacement fill valve, as well as the part number for a recirculation motor. Ts provided part numbers for the fill valve, the fill valve cable, and the recirculation motor. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.